Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of 118 and 65 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New strips and control solution were sent to the customer for further troubleshooting. No product is expected to return for eval at this time.